Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the morning of (B)(6), the patient went to hospital as her blood glucose levels were 27.3mmol/l, and her ketones 3.6. The patient was given pen therapy to bring her blood glucose levels down. The patient was being given correction boluses but this still wasn't bringing her blood glucose levels down. Caller alleging that the pump isn't delivering insulin. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.